Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump began alarming on (B)(6) 2017. According to the hcp, the patient stated that the pump was about to "run out," so it was assumed that the alarm was for a low reservoir, however the alarm had not been confirmed. The hcp also reported that it was planned for the patient to be transitioned from managing pain with the pump to managing it with fentanyl patches. No symptoms were reported. No further complications were reported. Additional information was received on 2017-apr-25 from the hcp. It was reported that the cause of the alarm was not confirmed, but it was known that the pump was low or empty. The patient was referred for pump removal, but it was unknown if pump removal had been scheduled or had taken place. The patient was transitioned from the pump to fentanyl patches. The alarm resolution was unknown.